Manufacturer narrative:
Device passed displacement test. Pump error 63 (variable 3) alarmed during self test due to cracked solder joint at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump failed the audio beep test. The customer's blood glucose level was unknown. The customer stated that there are no difference with one and five and vibrate feature was not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the weight of the customer was unknown.